Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges the device had mold in it. The patient reported the device pressure was too strong, and the mold smell was coming from inside the device. The patient additionally reported developing a stuffy nose, shortness of breath, and headaches. The patient reported visiting the hospital several times as a result of the reported symptoms, and eventually going to the emergency room "because the patient could not breath". The patient was hospitalized (admitted) for several days due to an unspecified infection. The patient is currently "on several medications". The patient reported cleaning the water chamber, tube, and mask biweekly with distilled water. The patient reported the filters were changed frequently (the patient was unsure of the exact frequency). The patient additionally reported the mask, tubing, and water chamber were soaked in bleach water occasionally. The patient reported doctors were still trying to ascertain the cause of the infection. The patient is currently "not doing well", and is no longer using the device which is causing fatigue. The patient is using multiple medications daily. The patient is short of breath, and has heavy nasal and oral secretions. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges the device had mold in it. The patient reported the device pressure was too strong, and the mold smell was coming from inside the device. The patient additionally reported developing a stuffy nose, shortness of breath, and headaches. The patient reported visiting the hospital several times as a result of the reported symptoms, and eventually going to the emergency room "because the patient could not breath". The patient was hospitalized (admitted) for several days due to an unspecified infection. The patient is currently "on several medications". The patient reported cleaning the water chamber, tube, and mask biweekly with distilled water. The patient reported the filters were changed frequently (the patient was unsure of the exact frequency). The patient additionally reported the mask, tubing, and water chamber were soaked in bleach water occasionally. The patient reported doctors were still trying to ascertain the cause of the infection. The patient is currently "not doing well", and is no longer using the device which is causing fatigue. The patient is using multiple medications daily. The patient is short of breath, and has heavy nasal and oral secretions. The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities.